Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address instability. Update recvd 7/7/2015- clinical report states patient was revised to address pain and stiffness. Update rec'd 07/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the patient's poly insert was found to be disassociated from the tibial tray. At this time the patient's tibial tray is being added to the complaint and reported for the disassociation.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Patient medical records were provided for review. From a medical perspective, based on the very limited information available for review, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the new information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.